Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in france underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A nurse reported that the patient was hospitalized from (B)(6) 2026. The patient was scheduled to have a tubing change but a buried bumper was diagnosed described as internal retention plate was adhered to the gastric wall. A non abbvie temporary tube was placed and the patient began replacement therapy. During the hospitalization, the patient experienced a lung infection (non-device related).